Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) started exhibiting tones, so the patient presented to the clinic the following day for a check. The check revealed that there were high out of range shock impedances on the right ventricular (rv) lead. The values have been gradually increasing over the last year with some variability. At this time, the patient is being monitored and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide an updated conclusion code.